Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that stated that the cause of the ins not charging past a certain point was not determined. It was reported that the patient received 2 new chargers and the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated their ins wouldn¿t charge past a certain point. The patient stated that they wore the recharger from friday to monday and they were still not able to turn the ins on as the ins was too low. The patient stated that the rep brought them a different charger that worked at first, but now they were having the same issue. During the call the patient was asked to start a charge session. The patient reported seeing the ins charging status screen with 6 coupling bars shaded in. The patient stated that there were almost always 6 coupling boxes shaded. The patient stated the device showed the first quarter of the battery was flashing. The patient checked the ins with the patient programmer as well and the patient programmer showed the message to charge the ins. The patient stated that they couldn¿t do a whole lot because they were in so much pain. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked. It was reported that this issue had been going on for a month (2019). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the implant not charging past a certain point. It was reported that the refurbished recharger worked two times. It was reported that they had a lot of pain and it was hard for them to walk about. The issue was reportedly not resolved and the patient was being sent another charger to see if it resolved the issue. No further complications reported/anticipated.